Event description:
It was reported that during a ptca/stent procedure a duet stent of unknown size and length was implanted in an acute mi pt with multiple cardiac and non-cardiac disease. The stent was placed in an unknown lesion. (The safety and effectiveness of this stent has not been established in acute mi pts per instructions for use). The pt returned to the cath lab after the procedure because of chest pain. It is unknown what was done during the second procedure to treat the chest pain. The final outcome of the pt is unknown. Multiple attempts to gather further info have been unsuccessful.